Event description:
Literature: farris, s., giroux, m. L. Lead wire fracture associated with normal therapeutic impedance measurements in a patient with a kinetra neurostimulator. Neuromodulation. 2010; 13(1):65-67. Doi: 10.1111/j.1525-1403.2009.00263.x summary: this article presented a case report of a patient with complete lead wire fracture with approximately 3 mm separation of the wire that had therapy impedance measurements that would be consistent with an intact wire. Further diagnostic evaluation was needed to determine the presence of the fracture. Reported event: a female patient with parkinson's disease who was receiving subthalamic nucleus deep brain stimulation underwent successful replacement of the right extension due to a short circuit one year prior.

Manufacturer narrative:
Continuation of concomitant medical products: wn implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model 3387 lot# unknown serial# unk implanted: unk explanted: unk.